Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, right ventricular pacing impedance increased from a trend of 400-500 ohms to 1064 ohms and continued increasing and spiked to 4047 ohms. The initial reported event was received on 2015-(B)(6). Of note, the reportable malfunction and serious injury is normally submitted via a bimonthly medwatch report submission that is due for submission on 2015-(B)(6). Information was subsequently received on 2015-(B)(6) and revealed the patient had died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that the patient experienced bradycardia due to a fractured right ventricular (rv) lead. It was also reported that the rv lead exhibited high thresholds, high impedance, and no capture. The rv lead was capped and a functional capped rv lead from a previous device was used in its place until a lead revision could be done. It was further reported that approximately 1 month later the patient died and the planned rv lead revision did not take place. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold rose from 1.5 volts to greater than 2.5 volts.